Manufacturer narrative:
The pump had a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarm. The pump also had minor scratches on the display window, cracked case at the display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on his insulin pump while changing the reservoir. The customer's blood glucose was 211 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. He was not able to rewind the insulin pump,and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).